Manufacturer narrative:
The customer did not return the strips. A specific root cause for the event could not be determined. The product was not returned for investigation. The returned meter and reference meter was tested with the current masterlot of strips. All inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The returned meter and the retention meter meet the specification. Relevant retention test strips (lot 206464-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.

Manufacturer narrative:
The customer no longer has the strips. They will not be returned.

Event description:
The customer's mother stated he obtained a result of 4.9 inr on his coagucheck xs meter (serial number (B)(4)) compared to the second result of 3.1 inr on the same meter. These tests were done before work at 7:00 am. He used two different fingers for the samples and the tests were one minute apart. There was no treatment or medication change based on these results. A laboratory sample on (B)(6) 2016 was drawn at 8:00 pm and yielded a result of 2.6 inr. It is not known what reagent the laboratory uses. At 8:00 pm he stuck a different finger and obtained a result of 3.9 inr on his meter. The customer's therapeutic range is 2.0-3.0 inr. He does not have any antiphospholipid antibodies. He also has not started on any new medications or changed his diet. It was reported that the customer feels fine. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. However, the strips are no longer available to be sent back.